Event description:
Reportedly, on (B)(6) 2026, the power indicator on the home monitor was not lit. The patient attempted to reinsert the power plug and press the reset button; however, the power indicator did not illuminate. A review of historical transmission data confirmed that follow-up communications had been functioning properly prior to the device replacement in (B)(6) 2026, but no data had been transmitted since (B)(6) 2026.